Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) was found unresponsive, in complete heart block, and in asystole. The device had reached end-of-life (eol) after only sixteen months of implantation. A fault code warning was noted upon interrogation. The device was in storage mode with a charge time of 37.9 seconds. At the last clinic visit, less than four months ago, device was functioning normally.